Event description:
Sodium test results were reported falsely low following a change of the sodium electrode. MFR's instructions for pre-treatment and installation were followed. Calibration and quality control values were within acceptable parameters.

Event description:
Sodium test results were reported falsely low following a change of the sodium electrode. MFR?s instructions for pre-treatment and installation were followed. Calibration and quality control values were within acceptable parameters.

Event description:
Sodium test results were reported falsely low following a change of the sodium electrode. MFR?s instructions for pre-treatment and installation were followed. Calibration and quality control values were within acceptable parameters.

Event description:
Sodium test results were reported falsely low following a change of the sodium electrode. MFR?s instructions for pre-treatment and installation were followed. Calibration and quality control values were within acceptable parameters.

Event description:
Sodium test results were reported falsely low following a change of the sodium electrode. MFR?s instructions for pre-treatment and installation were followed. Calibration and quality control values were within acceptable parameters.

Event description:
Sodium test results were reported falsely low following a change of the sodium electrode. MFR?s instructions for pre-treatment and installation were followed. Calibration and quality control values were within acceptable parameters.

Event description:
Sodium test results were reported falsely low following a change of the sodium electrode. MFR?s instructions for pre-treatment and installation were followed. Calibration and quality control values were within acceptable parameters.

Event description:
Sodium test results were reported falsely low following a change of the sodium electrode. MFR?s instructions for pre-treatment and installation were followed. Calibration and quality control values were within acceptable parameters.

Event description:
Sodium test results were reported falsely low following a change of the sodium electrode. MFR?s instructions for pre-treatment and installation were followed. Calibration and quality control values were within acceptable parameters.

Event description:
Sodium test results were reported falsely low following a change of the sodium electrode. MFR?s instructions for pre-treatment and installation were followed. Calibration and quality control values were within acceptable parameters.

Event description:
Sodium test results were reported falsely low following a change of the sodium electrode. MFR?s instructions for pre-treatment and installation were followed. Calibration and quality control values were within acceptable parameters.

Event description:
Sodium test results were reported falsely low following a change of the sodium electrode. MFR?s instructions for pre-treatment and installation were followed. Calibration and quality control values were within acceptable parameters.

Event description:
Sodium test results were reported falsely low following a change of the sodium electrode. MFR?s instructions for pre-treatment and installation were followed. Calibration and quality control values were within acceptable parameters.

Event description:
Sodium test results were reported falsely low following a change of the sodium electrode. MFR?s instructions for pre-treatment and installation were followed. Calibration and quality control values were within acceptable parameters.

Event description:
Sodium test results were reported falsely low following a change of the sodium electrode. MFR?s instructions for pre-treatment and installation were followed. Calibration and quality control values were within acceptable parameters.

Event description:
Sodium test results were reported falsely low following a change of the sodium electrode. MFR?s instructions for pre-treatment and installation were followed. Calibration and quality control values were within acceptable parameters.

Event description:
Sodium test results were reported falsely low following a change of the sodium electrode. MFR?s instructions for pre-treatment and installation were followed. Calibration and quality control values were within acceptable parameters.

Event description:
Sodium test results were reported falsely low following a change of the sodium electrode. MFR?s instructions for pre-treatment and installation were followed. Calibration and quality control values were within acceptable parameters.

Event description:
Sodium test results were reported falsely low following a change of the sodium electrode. MFR?s instructions for pre-treatment and installation were followed. Calibration and quality control values were within acceptable parameters.

Event description:
Sodium test results were reported falsely low following a change of the sodium electrode. MFR?s instructions for pre-treatment and installation were followed. Calibration and quality control values were within acceptable parameters.

Event description:
Sodium test results were reported falsely low following a change of the sodium electrode. MFR?s instructions for pre-treatment and installation were followed. Calibration and quality control values were within acceptable parameters.

Event description:
Sodium test results were reported falsely low following a change of the sodium electrode. MFR?s instructions for pre-treatment and installation were followed. Calibration and quality control values were within acceptable parameters.

Event description:
Sodium test results were reported falsely low following a change of the sodium electrode. MFR?s instructions for pre-treatment and installation were followed. Calibration and quality control values were within acceptable parameters.

Event description:
Sodium test results were reported falsely low following a change of the sodium electrode. MFR?s instructions for pre-treatment and installation were followed. Calibration and quality control values were within acceptable parameters.

Event description:
Sodium test results were reported falsely low following a change of the sodium electrode. MFR?s instructions for pre-treatment and installation were followed. Calibration and quality control values were within acceptable parameters.

Event description:
Sodium test results were reported falsely low following a change of the sodium electrode. MFR?s instructions for pre-treatment and installation were followed. Calibration and quality control values were within acceptable parameters.

Event description:
Sodium test results were reported falsely low following a change of the sodium electrode. MFR?s instructions for pre-treatment and installation were followed. Calibration and quality control values were within acceptable parameters.

Event description:
Sodium test results were reported falsely low following a change of the sodium electrode. MFR?s instructions for pre-treatment and installation were followed. Calibration and quality control values were within acceptable parameters.

Event description:
Sodium test results were reported falsely low following a change of the sodium electrode. MFR?s instructions for pre-treatment and installation were followed. Calibration and quality control values were within acceptable parameters.

Event description:
Sodium test results were reported falsely low following a change of the sodium electrode. MFR?s instructions for pre-treatment and installation were followed. Calibration and quality control values were within acceptable parameters.

Event description:
Sodium test results were reported falsely low following a change of the sodium electrode. MFR?s instructions for pre-treatment and installation were followed. Calibration and quality control values were within acceptable parameters.

Event description:
Sodium test results were reported falsely low following a change of the sodium electrode. MFR?s instructions for pre-treatment and installation were followed. Calibration and quality control values were within acceptable parameters.

Event description:
Sodium test results were reported falsely low following a change of the sodium electrode. MFR?s instructions for pre-treatment and installation were followed. Calibration and quality control values were within acceptable parameters.

Event description:
Sodium test results were reported falsely low following a change of the sodium electrode. MFR?s instructions for pre-treatment and installation were followed. Calibration and quality control values were within acceptable parameters.

Event description:
Sodium test results were reported falsely low following a change of the sodium electrode. MFR?s instructions for pre-treatment and installation were followed. Calibration and quality control values were within acceptable parameters.

Event description:
Sodium test results were reported falsely low following a change of the sodium electrode. MFR?s instructions for pre-treatment and installation were followed. Calibration and quality control values were within acceptable parameters.

Event description:
Sodium test results were reported falsely low following a change of the sodium electrode. MFR?s instructions for pre-treatment and installation were followed. Calibration and quality control values were within acceptable parameters.

Event description:
Sodium test results were reported falsely low following a change of the sodium electrode. MFR?s instructions for pre-treatment and installation were followed. Calibration and quality control values were within acceptable parameters.

Event description:
Sodium test results were reported falsely low following a change of the sodium electrode. MFR?s instructions for pre-treatment and installation were followed. Calibration and quality control values were within acceptable parameters.

Event description:
Sodium test results were reported falsely low following a change of the sodium electrode. MFR?s instructions for pre-treatment and installation were followed. Calibration and quality control values were within acceptable parameters.

Event description:
Sodium test results were reported falsely low following a change of the sodium electrode. MFR?s instructions for pre-treatment and installation were followed. Calibration and quality control values were within acceptable parameters.

Event description:
Sodium test results were reported falsely low following a change of the sodium electrode. MFR?s instructions for pre-treatment and installation were followed. Calibration and quality control values were within acceptable parameters.

Event description:
Sodium test results were reported falsely low following a change of the sodium electrode. MFR?s instructions for pre-treatment and installation were followed. Calibration and quality control values were within acceptable parameters.

Event description:
Sodium test results were reported falsely low following a change of the sodium electrode. MFR?s instructions for pre-treatment and installation were followed. Calibration and quality control values were within acceptable parameters.

Event description:
Sodium test results were reported falsely low following a change of the sodium electrode. MFR?s instructions for pre-treatment and installation were followed. Calibration and quality control values were within acceptable parameters.

Event description:
Sodium test results were reported falsely low following a change of the sodium electrode. MFR?s instructions for pre-treatment and installation were followed. Calibration and quality control values were within acceptable parameters.

Event description:
Sodium test results were reported falsely low following a change of the sodium electrode. MFR?s instructions for pre-treatment and installation were followed. Calibration and quality control values were within acceptable parameters.

Event description:
Sodium test results were reported falsely low following a change of the sodium electrode. MFR?s instructions for pre-treatment and installation were followed. Calibration and quality control values were within acceptable parameters.